Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced early battery depletion as it prematurely reached recommended replacement time (rrt). The ICD exhibited unexplained battery voltage swings. The ICD remains in use. No patient complications have been reported as a result of this event.